Event description:
A site rep reported the stealth was around 5 mm off after completing a 3d spin with an arcadis orbic. They completed a 2nd spin and he said the anatomy desired was not captured so they were going to use 2d fluoro for the case. There was no impact to the pt.

Manufacturer narrative:
Device manufacture date is unk. Inaccuracy was due to the orbic tracker not mounted correctly. Software behaved as designed.